Manufacturer narrative:
Patient requires a patellar implant. Surgeon is planning to exchange the poly inserts during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient requires a patellar implant. Surgeon is planning to exchange the poly inserts during the procedure.